Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), and product type: accessory. Product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hold for cs 10.16.2024information was received from a consumer regarding a patient receiving sufentanil and baclofen via an implantable pump. The indication for use was non-malignant pain and degen disc disease/herniated disc pain. The patient reported they have had difficulties charging their communicator. The patient stated 3 brand new cords do not seem to fit all the way into the port and ¿it's hard to get it to charge and to hold a charge¿. When asked the event date, the patient stated, ¿I've had issues with it for maybe as long as 6 months but it's gotten worse so I replaced the cord 3 times¿. The patient also stated their handset ¿seemed to be working¿ until ¿over the last week,¿ they've been getting multiple error messages, confirmed 0x3886868a, 353, and 338. The patient presses ¿restart¿ and restart the handset ¿every time I bolus¿ when they see 0x code and then they ¿always see that too,¿ in reference to having to press ¿restart application¿ when they see service code 338. The patient stated ¿every time myptm comes up, I have to reconnect the communicator and sometimes it gets stuck so I have to do it again because it won't connect. It makes me think that I may not be getting my boluses.¿ while on call, the patient mentioned they have optic nerve problems and seizures. An email was sent to the repair department replace the communicator, handset and a wallet was also requested. The communicator is difficult to charge due to likely loose/damaged port due to having difficulties charging despite trying 3 brand new different cords and the cords not fitting all the way in the port. No patient injury reported. Additional information was received from a consumer (con) indicated that they did not feel well due to not being able to use their bolus. An agent redirected to a healthcare provider (hcp) to discuss symptoms. An agent reviewed cords that were received and shipping instructions.